Manufacturer narrative:
Upon further investigation it was reported this event was previously reported in pr # (B)(4) MFR report # 1416980-2016-13506. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. Protocol number: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and diarrhea. The cause of the peritonitis was not reported. Sixteen days after the diagnosis of peritonitis, the patient was hospitalized for the event. While hospitalized, the patient was receiving unspecified treatment. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Seventeen days after hospitalization for the peritonitis event, the patient was discharged from the hospital and had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.